Event description:
During follow-up, low pacing impedance and noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. The physician suspected insulation damage, although it was not confirmed. Provocative testing was performed and revealed no anomalies. No intervention has been performed and the physician elected to monitor the patient. The patient was in stable condition.